Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pc2377, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. The suture pulled off the needle at the time of continuous suture of uterine myometrium during the procedure. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.